Event description:
It was reported that the nurse claims to have had the roller clamp engaged and the alaris pump never alarmed when infusion started. The customer has had five separate events like this happen since they launched their new fleet in (B)(6) 2024. There was patient involvement but no harm. Bd learned the following through due diligence the following information: the date of event was 19mar2025. ¿IV vancomycin was hung on a large IV pump. The medication was programmed and started. Over time the pump alarmed that the infusion was complete however the bag of vancomycin was still full. This rn removed the IV pump, replaced the IV pump, and delivered the medication to the patient.¿.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: date of event, concomitant med prod data. Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse claims to have had the roller clamp engaged and the alaris pump never alarmed when infusion started. The customer has had five separate events like this happen since they launched their new fleet in december 2024. There was patient involvement but no harm. Bd learned the following through due diligence the following information: the date of event was 19mar2025. ¿IV vancomycin was hung on a large IV pump. The medication was programmed and started. Over time the pump alarmed that the infusion was complete however the bag of vancomycin was still full. This rn removed the IV pump, replaced the IV pump, and delivered the medication to the patient.¿